Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system 3-port manifold got disconnected from the distal end of an unknown quantity of one-link non-dehp standard bore catheter extension set. It was further reported, "after connection was established" the user would have to make ¿three quarters of turn to establish connection¿. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.